Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. A 16x2.50mm rebel stent was selected however during preparation of the device outside the patient's body, the stent came off the stent delivery system (sds) balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with a product mandrel and stent protector. The stent was not returned. The balloon was loosely folded with the stent impressions. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 16x2.50mm rebel stent was selected however during preparation of the device outside the patient's body, the stent came off the stent delivery system (sds) balloon. The procedure was completed with another of the same device. No patient complications were reported.